Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to low blood glucose (bg). No additional information was provided by the customer. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.